Manufacturer narrative:
Hologic technical support (ts) informed customer they could not compare different platform results, but they could review the worklist to verify no reagent or sample handling issues were present. Customer declined review of logs and did not have any further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported 3 discrepant sars-cov-2 tma samples run on panther instrument sn (B)(4). The positive samples run on the panther did not repeat when recollected and run on another non-hologic platform. Customer declined to upload logs, worklists, or sample ids to review. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.